Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cardiosave intra-aortic balloon pump (iabp) will not seal when helium tank on it. There was no patient involvement reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) reported that the helium mounting screw for the regulator and corresponding threaded port to be stripped. The fse replaced the regulator. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.